Event description:
The peripheral dilatation catheter ruptured during a pta procedure. The balloon fragmented and a "snare" device had to be used to remove the fragments. No pt injury was reportedly associated with this incident.